Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s battery was not lasting. They received a replace battery now alarm. They had a low battery prior to the replace battery now alarm. New battery did not resolve the issue. The customer also received a stuck button alarm. They had hit the back button. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. (B)(4).